Manufacturer narrative:
A gehc biomed inspected the equipment and confirmed the reported complaint. Power was cycled on the machine, resolving the reported complaint. The unit was then tested and found to function within manufacturer's specifications. The reported complaint could not be duplicated. No report of patient involvement.

Event description:
The hospital reported that, following completion of case, unit had a system failure. Power was reportedly cycled, resolving the reported complaint. There was no report of patient involvement.